Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). H11: the device was received for evaluation. During functional testing, "downstream occlusion sensor not trigger occlusion within specification" was not reproduced. The device was tested for downstream occlusion and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification downstream with tube current reading. The force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's downstream sensor does not trigger occlusion within specification. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.